Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation reproduced the reported power supply does not provide power. A review of the event history log verified the power supply did not provide power. The cause was identified to be a failed alternating current power cord which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a power supply that did not provide power during an unknown process step in the emergency room. There was no patient involvement. No additional information is available.